Event description:
It was reported the patient had good results for a few weeks following his implant in april and since then his dose had been increasing steadily and his spasticity had been getting worse. It was noted the patient had a dye study done a few weeks ago and they were unable to aspirate the catheter. It was also reported the patient was told the catheter was not connected to the pump. It was further reported on (B)(6) 2014, the pump pocket was opened and the catheter was found to be connected to the pump and there did not appear to be any problems with the connection. The back incision was opened and again the catheter appeared to be intact. It was reported there was no evidence of a problem with the catheter, but based on the reported lack of efficacy the catheter was replaced. It was noted the dose was decreased and the patient was admitted to the hospital for observation. The pump was being used to deliver baclofen. Additional information received reported the cause of the increased spasticity had not been determined. There was no evidence of a problem with the catheter and the catheter would not be returned for analysis. It was noted the patient seemed to be doing very well at half of his pre-operative dose.

Event description:
Additional information received reported the cause of the increase in spasticity was a catheter malfunction and failure to aspirate.

Manufacturer narrative:
Concomitant product: product ID 8780, serial # (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type catheter. (B)(4).